Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: based on the imaging, there is an endoleak seen in the proximal sac at the time of repair with unknown resolution after graft ballooning. A proximal sac endoleak persists throughout the follow-up intervals with gradual growth of the proximal taa. The proximal seal zone remains intact. Initially, this endoleak appears to be a large type 2 with a communicating intercostal artery. However, on subsequent studies, this appears to be coming directly from the graft material, consistent with a possible type 3b endoleak through a graft defect or suture hole, and with no clear intercostal artery communication on the later studies. A distal type 1 endoleak was seen along with growth of the distal taa sac. The occurrence of this endoleak may be due to calcification in the distal neck as the graft diameter otherwise appears to be adequate for the preoperative aortic diameter and length measurements in this segment. There is, however, progression of disease with length and diameter growth of the distal taa sac. The taa now extends to the origin of the celiac artery with diameter increase to 38 mm in the distal neck, causing complete loss of graft apposition distally. The distal type 1 endoleak is no longer observed on the final image sets despite the complete loss of graft apposition. No evidence to suggest product was not manufactured to specifications cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Similar to device under 510(k): p140016. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: on (B)(6) 2013, the patient received a ztlp-pt-38-217-ci (lot # 2837171) proximal component and a ztlp-d-34-190-ci (lot # 2836953) distal component. There was no difficulty deploying the devices and no additional procedures were performed. On the completion angiogram, the analysis noted that the devices were patent with no kinks. A type iii endoleak (hole/tear in graft) was noted. The patient was discharged from the hospital on (B)(6) 2013 (5 days post-procedure). Follow-up CT scans: 1 mo: (B)(6) 2013; analysis: aneurysm diameter 55 mm; device patent and intact with no kinks. A type iii endoleak was noted. 6 mo: (B)(6) 2014; analysis: aneurysm diameter 56 mm; device patent and intact with no migration, or kinks. An unknown type of endoleak was noted. 12 mo: (B)(6) 2014; analysis: aneurysm diameter 57 mm; device patent and intact with no migration, or kinks. An unknown type of endoleak was noted. 2 yr: (B)(6) 2015; analysis: aneurysm diameter 57 mm; device patent and intact with no migration, kinks, or endoleaks. 3 yr: (B)(6) 2016; analysis: aneurysm diameter 61 mm; device patent and intact with no migration, or kinks. A proximal type I endoleak was noted. Patient outcome: the patient remains in the study. No secondary interventions have been performed to date.